Event description:
After multiple attempts, the patient ID is not available from the customer.

Manufacturer narrative:
This report is being filed to provide root cause: a definitive root cause for the patient's reaction could not be determined. Basedon customer's statements about the allergic reaction and literature review, possible causes for thepatient's reaction include, but are not limited to an allergy to replacement solution and/or patientsensitivity to eto.

Manufacturer narrative:
Investigation: terumo bct clinical support provided information to the customer on performing a saline rinse and directed them to the operator's manual for specific instructions. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a /gravis patient had a reaction 15-20 min after a therapeutic plasma exchange (tpe) procedure on a spectra optia device. This was the first of two post-procedure reactions for this procedure. Per the operator, the patient was being treated for myasthenia gravis and that 5% albumin was used for the replacement fluid. The operator requested information on performing a saline rinse. It was reported that the patient felt like her throat was closing, had shortness of breath,turned red, and developed hives. Per the customer the physician prescribed benadryl, tylenol,and oxygen. The customer reported that the patient is stable. During follow-up with the customer on 6/20/2019, it was reported that they ended up stopping the treatment and giving ivig. Patient ID is not available at this time. The exchange set is not available for return because it was discarded by the customer.